Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.

Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected. The device had been checked in clinic and the battery projection was 7-24 months with an estimate at 16 months, then when the device was checked three months later it was found the device had reached eri approximately three weeks after the prior device check. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.